Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016.device evaluation: the device has been returned and evaluated by product analysis on 01/28/2016 with the following findings: on investigation, a green, horizontal line was observed through the top portion of the display screen. Investigation confirmed the complaint. The pump was opened for investigation and did not reveal any damage to the display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a line through the display screen of the pump. There was no alleged patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting.